Manufacturer narrative:
The user facility reported this event to the FDA through medwatch (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set leaked from the filter during infusion of normal saline solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.